Manufacturer narrative:
Customer advised to replace os disk and reload ghost image. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system experienced slow boot and freezing due to os disk errors on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.